Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 45 mg/dl due to recent basal rate changes from the doctor. Troubleshooting found that the pump has been exposed to body scanners many times over the years. Customer was advised to monitor the pump and call back if any further assistance is necessary. Customer indicated that they will call their doctor to follow up with their low blood glucose.